Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that one of the implanted drg leads migrated, it was confirmed by x-ray to be the l5 drg lead which had migrated. Surgical intervention was necessary to address this issue with a lead replacement.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.